Event description:
Per user facility report# 10000600000043: microsensor device pulled out. Insertion port removed and ventriculostomy connected to the drainage bag. Cerebrospinal fluid cultures monitored negative.